Event description:
An 18f ultimum ev introducer was selected for use following a procedure which included treatment for an abdominal aortic aneurysm, stent implantation, and endovascular aortic aneurysm repair. The pt was of average weight and normal anatomy. During the procedure, the tip of the sheath chipped off inside the pt's vessel. An angiogram revealed the portion of sheath left within the pt. A second 18f ultimum introducer was used to retrieve the piece in the vessel, but was unsuccessful. The piece was successfully removed surgically and the pt was later discharged.

Manufacturer narrative:
The complaint device has been received, but the eval is not yet concluded. Upon completion of analysis, a supplemental medwatch will be filed.